Event description:
It was reported that the patient presented to the emergency room with muscle stimulation. Interrogation of the pulse generator noted that the right atrial (ra) lead had dislodged and failed to capture resulted in muscle stimulation. X-ray was performed which confirmed that the lead had dislodged from its location.

Event description:
It was reported that the patient presented to the emergency room with arrythmia. Interrogation of the pulse generator noted that the right atrial (ra) lead had failed to capture. X-ray was performed which confirmed that the lead had dislodged from its location. The device was reprogrammed. The patient was stable throughout the procedure.